Event description:
During an atrial fibrillation (afib) procedure, it was reported that the patient was hypotensive following conversion to sinus rhythm. Echocardiography showed a patient had pericardial effusion. Pericardiocentesis was performed and approximately 360 cc of fluid was removed from the pericardial space. The patient was stabilized and under observation. Additional information provided stated the event occurred during the ablation phase. Patient¿s condition was stable.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system, model #: fg-5400-00m, serial #: (B)(4); stockert, model #: m-5463-01, serial #: (B)(4); coolflow pump, model #: m-5491-02, serial #: (b)(4: lasso nav variable eco, model #: d-1343-01-s, serial #: (B)(4).

Manufacturer narrative:
(B)(4). During an atrial fibrillation (afib) procedure, it was reported that the patient was hypotensive following conversion to sinus rhythm. Echocardiography showed a patient had pericardial effusion. Pericardiocentesis was performed and approximately 360 cc of fluid was removed from the pericardial space. The patient was stabilized and under observation. Additional information provided stated the event occurred during the ablation phase. Patient¿s condition was stable. The returned device was visually inspected upon receipt and it was found in normal conditions. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was performed and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.